Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product is available to be returned for evaluation.

Event description:
It was reported that the infusion sets were leaking at the headset. The caller alleged the leaks occurred intermittently and no longer has the material to return for investigation.